Event description:
It was reported that balloon detachment occurred requiring unexpected medical intervention. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. During circumflex coronary angioplasty, the distal balloon catheter was completely detached and migrated into the coronary artery. The detached device remained in the patient, and an unexpected medical intervention was required. Further details regarding the intervention have not been provided. It was further reported that the correct device size was a 2.50mm x 30mm emerge balloon catheter, not the 2.50mm x 15mm nc emerge balloon catheter as previously reported.

Manufacturer narrative:
G4: premarket / 510(k) #: k163174. B5. Describe event or problem updated.

Manufacturer narrative:
G4: premarket / 510(k) #: k163174. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon detachment occurred requiring unexpected medical intervention. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. During circumflex coronary angioplasty, the distal balloon catheter was completely detached and migrated into the coronary artery. The detached device remained in the patient, and an unexpected medical intervention was required. Further details regarding the intervention have not been provided.